Manufacturer narrative:
Reprocessor information provided. Correction: changed to yes. The software investigation found that the reported event was unrelated to a software issue. The site was reusing single-use trackers, which is off label use and can result in inaccuracy. The software functioned as designed. The purchasing manager at the site was informed by the medtronic rep of the off label use regarding reprocessing single-use devices.

Event description:
A medtronic ent representative received a report from a site that, while in a functional endoscopic sinus surgery (fess), there was an inaccuracy when on the tip of the patient nose. This occurred intra/peri-op in navigate. There was no specific measurement provided. In trouble-shooting it was recommended the site switch from using reprocessed trackers to a medtronic tracker and re-register the patient. The surgeon reported this second registration was improved and moved forward with the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. A medtronic representative reported 2 registrations completed with both showing tip of nose being very inaccurate versus probe position. A medtronic representative, following-up at the site, reported the scan was not to protocol essentially excluding the nasion and columella, which lock in the inferior and superior plane. It appeared the inaccuracy was approximately 5-10mm. Recommendations were made to the site staff regarding tracing technique and in regard to sterilization techniques and the use of reprocessed trackers. No further issues have been reported.